Event description:
It was reported that the patient was having a shocking and jolting sensation. Specifically, it was stated that the patient felt like "aliens had gotten a hold of it and were shocking him using the stimulators." The patient felt the shocking throughout his whole body. It was noted that the patient had "great therapy" and his past impedance checks were "fine." During a meeting with a medtronic representative, the patient's stimulators were off and were "pretty depleted" due to the devices being off for a year. In the same meeting, the patient went into "shocking and convulsions." It was reported that the patient had "this condition," multiple sclerosis, and has been getting chemotherapy for ,what may be, brain cancer. It was stated that the patient's memory was "not all there." It was also reported that the patient's device and all components were explanted on (B)(6). No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).